Manufacturer narrative:
Testing of actual/suspected device/10: a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the cs300 intra-aortic balloon pump (iabp) unit and determined that the batteries needed to be replaced. To fix the issue the fse replaced the battery, sealed lead acid,12v. The fse performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during routine check that the cs300 intra-aortic balloon pump (iabp) had no battery back-up. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse checked the unit and found the battery to be defective. So, in order to fix the issue, the fse replaced the batteries and the 30 amp fuse. The unit was then working ok.

Event description:
N/a.

Event description:
N/a